Event description:
In 2008, the lay-user/pt contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving unk error messages. On nine days later, this medical affairs specialist contacted the pt to clarify info obtained during the initial call. The pt indicated that he skipped his insulin (humalog and lantus) two or three days because he was getting unspecified error messages on the onetouch ultra2 meter. He was reportedly unable to test for three days on original month. On the third day at 3 pm, the pt reportedly received assistance from his wife who gave him food/beverages while he obtained blood glucose readings of "41, 56, and 26 mg/dl" on the onetouch ultra2 meter. The pt claimed he had symptoms described as "blurred vision", disoriented, and lost track of what was going on" at the time of concern. The pt felt batter after he received food/beverages. The duration of the aforementioned symptoms reportedly lasted for 2 hours. The pt did not test on any other devices at the time of concern. The pt felt that he had been able to test his blood glucose during the last two days prior to the onset of the reported symptoms, he could have prevented his alleged hypoglycemia episode. During troubleshooting, the reported issue was resolved after the meter driver was downloaded and installed into the pt's windows vista operating system. This complaint is being reported because the pt reported symptoms and treatment that were suggestive of hypoglycemia after he was unable to test her blood glucose for 2 days, due to unspecified error messages. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject lfs product for evaluation, but has not yet received them. If the lfs product is returned, lifescan will evaluate them and, if the lfs product does not pass inspection, lifescan will inform FDA of the results in a supplemental report.